Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis confirmed the as received damaged tibial insert showed wear, deformation, and fracture on the articular surface, periphery surface, and locking detail. Additionally, some scratching was observed on the articulating surface of the insert. Biological fluid absorption was observed. Damage was observed on the anterior locking detail. The posterior and side locking detail were deformed material. No or manufacturing defects were observed in the component during investigation. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the documentation provided, the root cause of the revision was the disassociated insert. The root cause of the severe deformation was most likely due to the insert disassociation; however, it is unknown what precipitated the event and/or if an injury or excessive force could have been a contributing factor. The patient impact beyond the reported unspecified symptoms, component deformation and subsequent revision could not be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2009, the patient experienced unspecified symptoms that led to a revision surgery been performed on (B)(6) 2021. After this procedure, the examination of the explanted gii cr deep flex isrt s1-2 11 m by the surgeon reveal some wear and a severe deformation. The surgeon believes that the insert experienced a delamination. Current health status of patient is unknown. It was confirmed that only the insert was explanted.

Manufacturer narrative:
Internal complaint reference (B)(4).